Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the emitter for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The emitter for the navigation system was returned to the manufacturer for evaluation. Testing found that there was a fault on one coil within the emitter. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while in a shunt placement procedure, the emitter displayed that the emitter was functioning as designed. However, when devices were connected, the system did not display that the devices were connected. The representative then connected the emitter and interface box to a separate navigation system and functionality was restored. The representative then reported that after leaving the operating room (or), washing their hands and returning that tracking was lost. Reconnecting the interface box restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.